Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving clonidine (50 mcg/ml at 5 mcg/day), bupivacaine (5 mg/ml at 0.5 mg/day) and duramorph (5 mg/ml at 0.5 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that there was a confirmed cerebrospinal fluid leak. The intrathecal end of the catheter was being revised on (B)(6) 2018. No other information was received. No further complications were reported.